Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue.

Event description:
It was reported that during patient use, a ventilator display blacked out. Ventilation was not affected; however, the patient was removed from the ventilator and placed on an alternate device. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.